Event description:
It was reported that a malfunction alarm with a resettable malfunction code occurred. There was no information regarding any adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction code reoccurred, resulting in a decision to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Instructions were provided to put the malfunctioning pump into storage mode before returning it, and the customer acknowledged and understood these instructions.